Event description:
As reported, during laparoscopic hernia repair procedure the sorbafix enhanced fixation device was used to fixate a 3dmax light mesh. It was reported that the device failed to fixate the mesh when deploying the first fastener and loose fastener was removed from the patient. As reported, the surgeon used another sorbafix enhanced fixation device to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
As reported, the sorbafix enhanced fixation device failed to fixate the mesh. The subject device was returned for evaluation. Evaluation of the returned sample is inconclusive as all fifteen fasteners have been deployed from the device prior to sample return. As such functional testing could not be performed. No manufacturing anomalies were found. To date, this is the only reported complaint for this manufacturing lot. The instructions-for-use (IFU) supplied with the device adequately describe the proper technique for successful fastener delivery. The precautions section of the IFU supplied with the device states, ¿if the fastener does not deploy properly, remove the device from the patient and test the device in air to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient.¿ sample evaluated.